Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 295cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade IV postoperatively. The issue was diagnosed after physical exam. As a result, the device was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2022, mentor became aware that right side rupture was also discovered in addition to right capsular contracture; baker grade IV intraoperatively. Device problem code "material rupture" has been added to field h6, and "is product problem" has been selected under field b1 on this form. On (B)(6), 2022, mentor became aware that the replacement device used on march 22, 2022 was catalog number smpx295; serial number (B)(6). Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth mod + prof xtra 295cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 23, 2022, mentor became aware that in the initial report under field h10, reason for device explant and/or reoperation was mistakenly reported as "left capsular contracture; baker grade IV". It should be "right capsular contracture; baker grade IV" as indicated under b5 event description of initial submission. Manufacturer¿s reference number: (B)(4). H10 additional manufacturer narrative: reason for device explant and/or reoperation: left capsular contracture; baker grade IV; it should be right capsular contracture; baker grade IV.